Manufacturer narrative:
(B)(4). It was reported that during a right ventricular outflow tract (rvot) procedure, a pericardial effusion was noticed on intracardiac echocardiography (ice) and it was confirmed by transthoracic echocardiogram (tte). The patient was reported stable and was transferred to intensive care unit (ICU) for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during a right ventricular outflow tract (rvot) procedure, a pericardial effusion was noticed on intracardiac echocardiography (ice) and it was confirmed by transthoracic echocardiogram (tte). Protamine was given to the patient to reverse heparin. The patient was reported stable and was transferred to intensive care unit (ICU) for observation. Three attempts to obtain detailed information regarding the event were requested to the customer with no success.

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); ismus catheter us catalog #: d7a20131rt lot #: 15786363m; webster 8 pole catheter us catalog #: d708dr002rt lot #: 15670996m; webster 6 pole catheter us catalog #: 1086259rt lot #: 157684872m; webster 4 pole catheter us catalog #: d7dr252rt lot #: 15770511m; lasso nav variable eco catheter us catalog #: d134301 lot #: 15734508l; coolflow tubing set us catalog #: cft001 OEM lot #: 966033. (B)(4).